Manufacturer narrative:
Concomitant medical products: item #: alloclassic, sl stem, offset, uncemented, 6, taper 12/14, catalog #: 01.00121.060 lot #: 2312618, item #: metasul ldh, head, 48, code n, taper 18/20 catalog #: 01.00181.480 lot #: 2346309. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e durom us acet cmpnt (B)(4)) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that the patient had a revision procedure approximately two and a half years post-implantation due to infection, lysis, pain and loosening.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following events is identified: aseptic loosening; infection; osteolysis; pain; infection. Event summary: njr informed zimmer biomet about certain patient's experiences with alloclassic sl stems resulted in revision surgeries. The case at hand treats the experience of a 67 years old patient. The patient was revised around 2,5 years post implantation due to aseptic loosening, infection, lysis and pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis. Root cause determination for "aseptic loosening" for the alloclassic, sl stem using rmw : aseptic loosening of stem due to incorrect distribution of load due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, bone fracture due to insufficient primary stability due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem due to insufficient secondary stability due to blasted surface structure not possible a systematic issue with design and or material would have been detected as part of the issue evaluation assessment . Aseptic loosening of stem due to insufficient secondary stability due to surface structure not possible a systematic issue with design and or material would have been detected as part of the issue evaluation assessment . Metalosis, aseptic loosening of stem due to excessive wear due to micromotion in taper connection (fretting) possible, since no device received for inve stigation the therefore the condition of the component is unknown. This cause can therefore not be excluded. Aseptic loosening of stem due to laser marking not readable in normal lighting conditions use of wrong stem possible, no information about issue with not readable laser marking received. However, since no device received for investigation, it cannot be verified ifcorrect stem was used. This cause can therefore not be excluded. Implant dislocation/loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant => possible, no information about packaging issue received, however, since no device received for investigation, it cannot be verified if correct stem was used. This cause can therefore not be excluded. Root cause determination for "infection" for the alloclassic, sl stem using rmw : biological contaminated device is implanted due to cleaning process failure not possible the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. Biological contaminated device is implanted due to sterilization process failure not possible the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. Biological contaminated device is implanted due to contaminated device due to packaging failure not possible a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Biological contaminated device is implanted due to inadequate transport/handling/storage condition possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Biological contaminated device is implanted due to explanted implant is used for new implantation surgery not possible no information recieved, that a single use device was reused. Therefore, this cause can be excluded. Root cause determination for "infection" for the metasul durom, component for acetabulum, using dfmea: septic loosening due to infection through contaminated implant => not possible: the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. Septic loosening due to surgeon implants a device although the expiration date has been reached not possible: the expiration date of the device was not reached. Therefore, this cause can be excluded. Septic loosening due to implant contaminated during or, resterilization possible: the handling of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Root cause determination for "infection" for the metasul ldh, head using dfmea: infection due to non sterile head implant due to incorrect sterilization method not possible: the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, this cause can be excluded. Infection due to non sterile head implant due to inadequate packaging => not possible: a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. Unsteril product due inproper handlung during surgery due to unsafe use of device, injury of patient, surgeon, or- or workshop-staff possible: the handling of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. Pain cannot be related to a single specific failure mode. A root cause analysis for this experience is therefore not possible. Conclusion summary. It was reported by njr that a patient experienced aseptice loosening, infection, lysis and pain around 2,5 years post-implantation and underwent therefore a revision surgery. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The gamma sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).